Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, log shows 3755 entries of power button pressed and released between 20th of february and 23rd of march 2023. Vyaire medical technical support advised customer to replace unit power board. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 that an automatic shutdown dialogue box appeared on the screen without pressing on/off button. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective power board electronics. As a resolution, advised customer to replace unit power board to resolve the issue.